Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii 22gax1.00in prn slm npvc (B)(6)-leakage-other at 09:51 on (B)(6) 2025, following completion of consultation in the emergency surgery department, the patient required a contrast-enhanced CT scan. The resuscitation room nurse assessed the vascular access and prepared the catheter pathway. A 22g high-pressure resistant intravenous catheter was routinely inserted. The access device was checked with no abnormalities noted. The patient was accompanied to the CT scan. Pre-flushing revealed no issues. Following the CT scan, the access was flushed. Upon re-examination by the nurse, leakage was observed at the adhesive patch site. Blood seeped from beneath the patch after disconnecting the flush line. The catheter insertion site and surrounding area showed no abnormalities, so the catheter was removed. Subsequent investigation revealed displacement of the catheter's isolation cap caused the leakage. The incident was reported as an adverse event. The patient experienced no adverse effects and has been reassured.

Manufacturer narrative:
1. DHR/bhr review(lot#4351721): 1)the products of this batch were assembled at intima ii auto line 3 in january 2025, and packaged at cfs package line in january 2025. Work order quantity was (B)(4) ea. 2)review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3)review the production records with no nonconformance, deviation or rework activities. 2. No defective sample and photo have been received for the complaint. 3. Function test (45psi leakage test) is performed on retained sample of the complaint batch, the result is qualified, no leakage is found. 4. Sku#383097 is a 22g product. When in use, the maximum flow rate is 3 ml/sec, and the pressure at the syringe outlet should not exceed 300 psi. 5. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormalities are found on process and retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. Since the defective sample has not been received for further examination, and the flow rate and pressure used in CT examination are unknown, so the root cause of the displacement and leakage of the septum cannot be confirmed.

Event description:
No additional information available.